Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced coupling and/or communication issues. The antenna locate (al) feature was used and resulted in a power on reset (por) condition encountered on the recharger. This, then, led to the normal recharging screen. The pt was to recharge the implantable neurostimulator. It was further reported that the pt was not able to adjust the stimulation. The "call your doctor" icon was displayed on the programmer. A power on reset (por) condition was then encountered. No pt symptoms or outcome were provided. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.